Event description:
It was reported to philips that system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; the diagnostic procedure was performed by the customer when the issue occurred and the procedure was completed by using other systems. The philips field service engineer (fse) inspected the system on site and confirmed that ippc was not starting up. Review of the system log file showed that communication issue between the ippc and the fdc. Upon troubleshooting fse found that the power supply of frontal ippc was faulty. To resolve this issue, fse replaced ippc but still the issue persisted. After replacement, fse reloaded the ippc os and application software and recreated the image store. The defective ippc was returned to philips for analysis and found the faulty psu. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.